Event description:
It was reported that a smiths medical pump displayed a "no disposable" alarm when the cadd cassette reservoir was in use. Pump programmed to 115ml at rate 2.5. 108ml is when pump started alarming with no disposable'.